Event description:
Nurse used a needle and syringe to aspirate urine from a catheter port. She pushed the needle protector over the needle. When she went to remove the needle, the needle was bent and not fully in the needle protector. Nurse mentioned that maybe the needle became bent when pushing through the plastic aspiration port of the catheter. Nurse manager tried to replicate what occurred & found needles felt flimsy.